Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl 10000mcg/ml; 2998mcg/day and bupivacaine 35mg/ml; 10.49mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018. It was reported the pump was not working like it used to. The patient had a fluid build pocket in back, unknown relation. The cause of the event was not determined. The catheter was revised and repositioned on (B)(6) 2018. Patient status was alive - no injury. The issue was resolved. Patient weight was (B)(6). Medical history was asked but unknown. No further complications were reported.